Manufacturer narrative:
The investigation determined that lower than expected, vitros tsh results were obtained from 11 different patient samples tested using vitros tsh reagent on a vitros 5600 instrument when compared to non-vitros tsh methods. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros methods cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent malfunctioned.

Event description:
The customer complained that lower than expected, vitros tsh results were obtained from 11 different patient samples tested using vitros tsh reagent on a vitros 5600 instrument when compared to non-vitros tsh methods. (B)(6). Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The result obtained from patient sample 1 was reported outside of the laboratory, however the physician questioned the result and no treatment was given, changed, or withheld. The results obtained from patient samples 2 - 6, and 8 -10 were not reported outside of the laboratory. There were no allegations of patient harm as a result of these events. This report is number three of five mdrs for this event. Five 3500a forms are being submitted for this event as six devices were involved. (B)(4).